Event description:
It was reported that the epicardial pacing lead exhibited lead failure with suspected fracture due to degradation over time. The lead was capped and a replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.